Event description:
It was reported that during implant, the lead had a micro-dislodgment. The physician was concerned and decided to remove the lead. The lead was replaced with a new one for safety precautions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.